Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed for the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). During a procedure with an xtw mitraclip, the lock was tested and appeared to stay in place. When removing the lock lever lines, under fluoroscope, it was noticed that the clip opened up to 30-40 degrees. The clip was closed. The physician did not feel comfortable to check the lock again and the clip was deployed in a closed position. The mr was reduced to grade 1. There was no indication of an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported unintended movement associated with clip open while locked could not be determined. The reported improper or incorrect procedure or method was due to user did not perform the second efaa (establish final arm angle). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).